Event description:
My parents started lifewave patches and had me try them. I tried for one day and had the worst headache. Then I retried a few days later and had been using them through headaches for 3 days. I woke up with horrible menstrual cramps at 5 am on the 4th day almost passed out 5 times from the pain. I have very regular periods and this has never happened before and stopped when I took the patch off. Would love to know if you have more information on how/why this happened. I found out they use stem cells and have been researching.